Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues. The unit was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse spoke to the customer and confirmed that the system was hard power cycled, and the left eye was still flickering. Fse replaced the ssc viewer to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis could not replicate the customer reported issue. System logs were reviewed and no errors were found to be related to the issue. No issues were found during a visual inspection. The viewer was installed on a golden system and power cycled several times with both left and right eye displays fully functional. The probable root cause could not be determined as there was no product issue identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the staff was encountering an issue where the surgeon side console's (ssc) left eye was out. The staff power cycled the system, and the image returned, but it was a flickering. The staff power cycled the system, swapped the fiber cable to new ports on the ssc and the vision side cart (vsc), and moved the fiber cable from the patient side cart (psc) to the ssc, with no change. The procedure was completed with no reported injury.